Manufacturer narrative:
"H11-correction: d4-corrected model #. G4-corrected PMA/510k. Section d4 and g4 were updated to indicate the correct model # and PMA/510k".

Event description:
It was reported to vyaire medical that a high positive end-expiratory pressure (peep) alert when the ltv 1200 is set to 5, and even at 2, and the test lungs appear to be about to rupture. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.